Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited elevated shocking impedance when obtain via the painless lead impedance test (plit). Previously, the shocking impedance had been 83 ohms. Currently, however, the impedance had risen to 103 ohms. A guidant technical services (ts) consultant discussed possible sources for the observation, including a possible lead fracture. To date, there have been no reported patient symptoms associated with this clinical observation.